Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, renal failure, and hepatic dysfunction) and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A direct correlation between the reported multisystem organ failure, patient outcome, and heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), could not be conclusively established through this evaluation. Requests for additional information were sent to the account; however, no further details were provided. Heartmate ii lvas, serial number (B)(4), was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to multisystem organ failure. Whether or not the outcome was device or therapy related was unknown. It was unknown whether or not the pump would be explanted.